Manufacturer narrative:
Concomitant products: 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted one non-sustained high rate episode showing intermittent oversensing on the right ventricular (rv) lead during ventricular tachycardia (vt). The lead remains in use. No patient complications have been reported as a result of this event.